Event description:
The hosp reported that during an off pump procedure the foot on the stabilizer broke off at the connection point with arm when tightening the unit. The field report did not provide any additional info. No pt complications were reported. Failure analysis performed on the return unit shows that the device was broken in a couple of pieces.